Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number (B)(4).

Event description:
The event occurred in germany. It was reported that there was no alarm when the ECMO was disconnected. No additional information was received. Additional information received regarding failure on (B)(6) 2026. The failure was regarding the flow/bubble sensor. The event occurred in germany, prior to use. It was originally reported that there was no alarm when the ECMO was disconnected. Subsequently, it was reported that there was flow reading issue alarm. There was no alarm displayed by the cardiohelp when there was no flow. Any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop during treatment, if intervention is set by the user. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there was no alarm when the ECMO was disconnected. The failure occurred prior to use. No additional information was received. Additional information received regarding failure on 2026-03-11. The failure was regarding the flow/bubble sensor. It was reported that there was flow reading issue alarm. There was no alarm displayed by the cardiohelp when there was no flow. Any flow issue /reading issue and bubble alarm is a high priority alarm, leads to pump stop during treatment, if intervention is set by the user. A getinge technician was sent for investigation. The failure could be confirmed. The failure was due to the settings of the cardiohelp device. The correct settings were saved. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the technician, the root cause was that the specified cardiohelp device had not been configured to trigger an alarm before the lower flow limit was reached. The lower flow limits settings were not entered by the customer. The lower flow setting was set as. In order to trigger an alarm the lower flow setting must be set to 0.0 l/min. There were no functional failures regarding the cardiohelp. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: unexpected no or low rpm by flow intervention (only step 1): - upper flow intervention too low. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2026-03-24 for the period of 2021-01-11 to 2026-02-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-01-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "no lower limit flow alarm" could be confirmed, but is not related to a malfunction of the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.